Event description:
The customer reported falsely elevated glucose results generated from the architect analyzer and provided the following data: the initial test result was 11.89 mmol/l (214.2102 mg/dl), which was reported to the clinical physician. The retest results were 6.30 and 6.07 mmol/l (109.3571 mg/dl). There was no reported impact to patient management.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 68191uq04. A review of tracking and trending for the glucose assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 68191uq04 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the glucose reagent, lot number 68191uq04.

Event description:
The customer reported falsely elevated glucose results generated from the architect analyzer and provided the following data: the initial test result was 11.89 mmol/l (214.2102 mg/dl), which was reported to the clinical physician. The retest results were 6.30 and 6.07 mmol/l (109.3571 mg/dl). There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.